Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. He tried to change the infusion set and reservoir but was unable to exit the rewind screen because the insulin pump kept alarming motor error. The insulin pump also alarmed motor position encoder error. Customer's blood glucose level was 300 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement, basic occlusion and prime tests. However, the pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify the no delivery alarm due to the motor error alarm. Other error alarm confirmed in the history file. The pump was received with minor scratches on the display window, a cracked case at the display window corner, and a broken reservoir tube lip.